Event description:
The facility reported an infusion pump which did not alarm during patient infusion and the patient's hand swelled. Reportedly the incident was an infiltration. Reportedly .9 normal saline had been infusing at 60 ml/hr. The nurse had gone to decrease the rate to 40 ml/hr and noted an hour later that approximately 40 ml had infused into the patient's hand. Warm compresses were applied to the hand and a new IV was restarted. Reportedly, the pump did not alarm downstream occlusion when the infiltration occurred.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary:evaluation was completed and the customer's reported condition of the pump did not alarm occlusion during patient infusion was not confirmed or duplicated. Assignable cause: colleague pumps do not have infiltration detection capabilities. The pump has downstream occlusion detection; but with an infiltration there may not be an increase in the inline resistance significant enough to reach the alarm threshold.